Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer needed help setting their insulin pump. Customer's blood glucose level was 131 mg/dl. The device was not returned.

Manufacturer narrative:
Reference medwatch 3004209178-2015-52390 for additional information.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.